Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.